Manufacturer narrative:
Batch review performed on 21 november 2016. Lot 154596: (B)(4) items manufactured and released on 07 march 2016. Expiration date: 2021-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The patient had a periprosthetic fracture of the femur. The surgeon cabled the fracture. The surgery was completed successfully. X-rays are not available.